Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported adverse impact to the customer. Customer support guided customer through pump reset steps, error did not reappear after reset, and customer successfully started new sensor session, with no additional actions reported.